Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.

Event description:
Consumer reported false positive sars result. The symptomatic status of the consumer was unknown. The consumer communicated the result was confirmed negative by molecular (pcr testing). The consumer also communicated 2 additional events which are captured on separate reports.